Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned, and an evaluation was completed for it. During inspection, the reported event was confirmed. Additionally, some non-reportable events are found: e300 error, poor appearance of the front panel. Based on the results of the investigation, the root cause for the events could not be determined. However, it is likely that the scope detecting sensor is worn out and poor connection occurs due to the connected instruments. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the xenon light source had connection problems with the connected instruments. The supply plug was already showing signs of wear and error messages e30 were increasing. The issue was found during maintenance and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.